Event description:
Consumer called to report inconsistent readings. Analysis run on consensus error grid using average readings (383) as reference point vs bd readings (506, 60) yielded some data points in the c range of the grid, outside acceptable limits.